Event description:
The sales rep has reported that there was a pressure issue with this device. The surgeon does not believe that the readings on the fms pump display were accurate. The pump was set to a certain pressure, and displayed that setting, however, too whatever degree, the surgeon reports that the pt's shoulder became more swollen that he was comfortable with. They stopped use of the pump and employed another fms pump to complete the surgery without further issue or harm to the pt. Outside of the pump swap, no other intervention was taken.

Manufacturer narrative:
Although they are reporting no pt consequences and no extraordinary measures of intervention were needed for remedy, something happened to make the surgeon uncomfortable. Because of the expression of uncomfortability, a report is being filed to document the event. Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.